Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2318-50 serial number: (B)(6). Batch/lot number: 5008803 model/catalog description: infinion pro lead kit, 16 contact, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-50 serial number: (B)(6). Batch/lot number: 5008827 model/catalog description: infinion pro lead kit, 16 contact, 50cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316 batch/lot number: 38724674 model/catalog description: clik anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) system was contaminated due to anesthesia issue when closing the incision during an implant procedure. As a result, the physician removed the scs system, and the patient was stable postoperatively. The explanted devices were not returned as they were not released by the medical facility.